Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture and debris on lens. Visual inspection found one haptic torn and there was debris on lens. Claim #: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+2.0/081, (sphere/cylinder/axis) within the same surgery due to excessive vaulting. The lens was replaced with a shorter lens within the same surgery and the problem was resolved. The patient is happy. The cause of the event was unknown.